Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device speaker is not working properly. There was no reported adverse event to the patient or user.

Event description:
The customer reported that the device speaker is not working properly. There was no reported adverse event to the patient or user.

Manufacturer narrative:
(B)(4) has been identified as a duplicate of pr #2713694, as it has the same product, serial number, issue and site, and has been processed accordingly. Please refer to (B)(4) for the full investigation of this issue.